Event description:
Ous MDR - it was reported that patient had felt a tingling sensation in the area of the pocket down to the sternum since implant. With the hsm function turned off it got better but was still present. Lead was explanted and patient reported feeling immediately better.

Manufacturer narrative:
The returned products were thoroughly analyzed. Both leads underwent a visual inspection and a mechanical and electrical analysis. During the visual examination, cuts were detected in the insulation of the solia s 53, which are probably a result of the explantation process. In addition, no deviations from the technical specification were found during the check of the leads. The mechanical and electrical analysis of both leads also was performed without finding anomalies. The ICD first underwent a status interrogation. The device status was bos, and five charge processes had been documented. The memory content of the ICD was analyzed. The analysis did not find any indications of a malfunction of the device. The icds capability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The production process of these devices was checked. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, the devices proved to be fully functional during the analysis and in accordance with the technical specifications. There was no material defect or manufacturing error.